Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twitching, depending on the patient's body position. Interrogation was then conducted and the result showed high threshold in the atrium. Subsequent manual measurement confirmed intermittent capture failure at high output. In addition, it appeared the ventricular lead was being pulled with no remains of the slack that had been created at the time of the implant. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk.